Manufacturer narrative:
The customer reported problem was unknown. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from 10/20/2008 to 08/27/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that although the issues of the 8100 pump module are unknown/not provided, the pump module keeps coming back for repairs that cannot be duplicated.